Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Additional information via pictures sent in by customer showed scale marking issue in the info reported by initial reporter: it was reported when using the bd syringe 10ml ll 21ga 1-1/4in mx bun, the device experienced damaged/deformed product- device is still operable, and scale marking issues. This event occurred 6 times. The following information was provided by the initial reporter. The customer stated: 6 syringes with a defect have small cracks even on the side inside the package. Pictures sent in by customer showed scale marking issue.

Manufacturer narrative:
H6: investigation summary two photos received by our quality team for investigation. Visual evaluation was performed. Through the first picture, six syringes of 10 ml are displayed, two of the pieces without their primary packaging and four pieces inside their primary packaging. The second picture shows a 10 ml syringe without primary packaging, poorly assembled stopper, blurred scale marking, and damage in the center of the barrel are observed, therefore the incident is confirmed. Based on the quality team¿s investigation, the root cause of the incident can be traced to the manufacturing process. During review of the process, barrel damaged is associated with sensor detection, blurred scale marking is associated with failure in the marking process and damage in the marking pad, stopper damaged is associated with failure in the valves in the assembly line. Actions will be taken, for damaged barrel the nozzles and sensor will be changed, for blurred scale marking manufacturing personnel have been notified and additional training to reinforce has been performed. For damaged stopper valves will be changed.

Event description:
It was reported when using the bd syringe 10ml ll 21ga 1-1/4in mx bun, the device experienced 1 case of device damage while still considered operable, 1 case of scale marking issues, and 6 cases of jammed stoppers. The following information was provided by the initial reporter. The customer stated: 6 syringes with a defect have small cracks even on the side inside the package. Pictures sent in by customer showed scale marking issue.

Manufacturer narrative:
The following information has been updated/corrected: b5 describe event or problem: it was reported when using the bd syringe 10ml ll 21ga 1-1/4in mx bun, the device experienced 1 case of device damage while still considered operable, 1 case of scale marking issues, and 6 cases of jammed stoppers. The following information was provided by the initial reporter. The customer stated: 6 syringes with a defect have small cracks even on the side inside the package. Pictures sent in by customer showed scale marking issue. H6 imdrf annex a code(s): a0401, a2101, a0506.

Event description:
It was reported when using the bd syringe 10ml ll 21ga 1-1/4in mx bun, the device experienced 1 case of device damage while still considered operable, 1 case of scale marking issues, and 6 cases of jammed stoppers. The following information was provided by the initial reporter. The customer stated: 6 syringes with a defect have small cracks even on the side inside the package. Pictures sent in by customer showed scale marking issue.